Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issues. Stryker determined the missing lid magnet was the cause of the reported issue. The lid and magnet were replaced to resolve the reported issues. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for service.

Event description:
The customer contacted stryker to report that their device would not power on when the lid was opened. During the service evaluation, the technician observed the magnet was missing from the lid of their device. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.